Event description:
It was reported that the patient was presented in the hospital for a routine follow-up and the ventricular lead exhibited loss of capture. An x-ray revealed the lead had dislodged. An attempt to reposition the lead was unsuccessful and the lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.